Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker exhibited premature battery depletion (pbd) as the health care professional (hcp) expected for this device to last longer than eight years. Boston scientific technical services (ts) then discussed how to calculate device longevity. To date, the device remains in service. No adverse patient effects were reported.